Manufacturer narrative:
Analysis of the returned lead is pending.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, the report of lost capture could not be confirmed by testing, and the report of an inability to extend the helix mechanism was confirmed. The lead was returned with the helix retracted; dried blood was observed past the helix mechanism up through the lumen. The cathode coil was twisted in an area 52 to 68 millimeters from the terminal pin. An x-ray showed the coil was deformed, most likely due to over-torque when helix extension was attempted. The lead failed the helix mechanism test, most likely due to dried body fluid in the helix mechanism. The lead failed the stylet insertion test and the inner insulation test, which was suspected to be due to the twisted coil. The lead passed the electrical continuity test with manipulation.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Three weeks later, the lead was explanted and replaced after again dislodging into the right atrium. The physician attempted to reposition the lead again, but the helix would not extend after being retracted. Tissue was observed in the helix mechanism upon explant. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead was successfully repositioned due to exhibiting loss of capture. A boston scientific field representative reported the loss of capture was possibly due to the patient twiddling the lead. There were no adverse patient effects due to either the loss of capture or the surgical procedure.